Manufacturer narrative:
According to the facility "multiple staples broke off the hooked portion of the staple within the patient's skin". Per the facility they had to "resect a portion of the skin to get a portion of the staple out". The sample is not available to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "multiple staples broke off the hooked portion of the staple within the patient's skin"